Event description:
Received report from tampon user that she experienced some stomach pains for a while and when she visited her gynecologist, a piece of tampon pledget that had been left behind from her previous period was removed. She was prescribed medication to treat infection allegedly caused by the piece of pledget.